Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. On (B)(6) 2020. The patient stated felt unwell (specific symptoms not provided) and her cgm reading was 329 mg/dl. About 3 minutes later, according to her husband, she went unconscious and he called the paramedics. The husband then checked her bg which was 29 mg/dl. A few minutes later, paramedics arrived and checked her bg which again was 29 mg/dl. The paramedics gave her glucose; she was not taken to the hospital and she felt much better about half an hour later. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.